Event description:
Increase in bleeding noted from ECMO cannulation site. Pressure held, peds surgery notified. Site packed with surgicel and pressure held by peds surgery. Decision made to change out cannulae in or.